Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient did not feel stimulation. The patient stated that she was no longer feeling stimulation like she did before. The hcp stated that the patient was reporting that the device hadn't been working for some time. However, the hcp stated that the patient wasn¿t really showing many symptoms. The patient was currently living in a nursing facility. The patient stated that they called and they were going to send out a representative but they still hadn¿t heard from anyone. The patient was asked to clarify who they were but the patient did not know. The patient increased the amplitude but did not feel stimulation in the correct area. The patient stated that she was feeling stimulation down her leg on program 4. The patient adjusted the programming and felt stimulation in the correct area. The hcp stated that when they switched the patient over to program 1 the patient would feel stimulation more in the buttock area at 3.4v. The patient was to follow up with the hcp if the problem did not resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.